Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging that the patient experienced a blood glucose of 53 mg/dl on (B)(6) 2019 with loss of consciousness associated with an alleged inaccurate delivery issue. Reportedly, the patient resumed after replacement and did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient was referred to their health care provider for diabetes management. The adverse event that is associated with the alleged complaint is being ruled out for diabetes management however the alleged history/settings issue is being reported. The reporter contacted animas alleging a history/settings issue. During the troubleshooting it was found that the records in the bolus history were not properly saved. There was record 2 showing 1:45 pm; record 3 though was showing at 11 am. After that, the bolus history kept going with 1 pm. The pump is programmed to save the records in chronological order but the records, as reviewed by customer technical support, there were not recorded in the history record in chronological order. The reporter did not allege any issue with the time/date settings on the pump having an issue and there was no information regarding whether or not the user had made adjustments to the time/date settings in the pump. After identifying the problem the patient lost confidence with the pump. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-may-2019 with the following findings: during investigation, the daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump history showed the pump was delivering programmed basal rate until deliveries were halted by the user at 8:57pm on (B)(6)2019. There was no evidence of delivery malfunctions observed. The bolus history for (B)(6)2019 showed a combo bolus with 2-hour duration started at 11:31am ending at 1:31pm; normal bolus performed at 1:17pm. The combo bolus was since the combo bolus was not completed, the normal bolus was displayed in the bolus history before the combo bolus. All boluses were performed during testing were accurately recorded in pump history. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The allegation of an inaccurate delivery issue was not duplicated or confirmed during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.